Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics were called to assist her on (B)(6) 2017 due to a low blood glucose of 40 mg/dl. The patient was sitting in a paint store and did not know who he was; he experienced severe confusion. The customer was given pizza and a cherry coke cola, and his blood glucose increased to 323 mg/dl. Troubleshooting was initiated for the low blood glucose. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump passed the displacement test. The customer did not believe that the device over-delivered. After the incident, the customer was sent to his diabetes doctor and his blood glucose was up to 400 mg/dl. The insulin pump was not returned for analysis.